Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the devices were returned for investigation. Samples received: the samples consist of twenty-four (24) cassette units from p/n 21-7302-24 l/n 4092490; the returned samples were received in new condition with its original closed package. Visual inspection: the samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination to detect samples conditions that could cause functional issues. Results: the samples didn?t present any damage, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Functional testing: samples were filled with water; the samples were connected to the cadd legacy plus to look for unusual function. Results: the samples were fully priming and connected without difficult, the pump were set running and the alarm were not activated. The complaint was not confirmed. No actions taken were performed since the complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that patient involved received an error message stating, "no disposable pump- won't run." The message was received anywhere from 2 hours after infusion began to 12 hours after. The pump was used the day before with no error messages. After troubleshooting, the pump infused successfully for 10 minutes with a different cassette from a different lot. There were three patients involved in this incident. As a result, some patients were unable to get chemo therapy for several hours. They had to go to the emergency room. No injuries were noted.